Manufacturer narrative:
Zimmer biomet complaint (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2021-00150. Medical products periosteal elevator #853, part# 09-0386, lot# ni.

Event description:
It was reported that two (2) elevators were found cracked upon receipt of the product. There was no patient involvement.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Product was lost post receipt. As a result, visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records; lot identification was not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted to update additional information in section h2, h3, h6 and h10.

Event description:
No further event information available at the time of this report.